Event description:
Atty alleges plaintiff suffered personal injuries loss and damage. Particulars of injuries include: capsular contracture, development of breast lumps, breast pain, loss of breast sensation, development of silicone leakage, auto immune disease in the form of immune reaction to silicone, interference with immune system, joint pain, headaches, balance disturbances, dryness of the eyes, blurred vision, skin rashes and allergies, chest pain and heart palpitations, hair loss, fatigue and sleep disturbances, memory and concentration impairment, resultant cosmetic damage and development of anxiety state with features of nervousness and depression.